Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. No lot number provided for DHR.

Event description:
It was reported that a patient reported an issue with one of her cassettes last week, patient's infusion was running, then a couple hours later it began to alarm with a not specified alarm. Patient tried running the cassette on the alternate pump and it had same issue. Patient mixed new cassette and was able to resume infusion. No patient injury was reported.